Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 452 mg/dl. The customer stated that the she was wearing the insulin in time of emergency room visit. The customer reported that infusion set came of out her skin that is why she had a high blood glucose. The customer was release also at the same day after determining that she was not in danger. The customer was advised to call when the incident occur. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).